Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure trailing haptic was broken during the implantation. Additional information received and stated that ophthalmology requested iol cutter and the lens with the broken trailing haptic was cut into pieces and removed from the patient eye and the surgery was completed with new replacement lens with no patient harm. The lens was discarded after the surgery.